Event description:
It was reported that the zimmer air dermatome was tearing up the skin graft. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The returned device had a damaged comb. No damage or failure other than the damaged comb was identified as a cause of the reported issue. The device calibration could not be checked prior to repair due to the comb damage. The device has been returned 3 times previously for repair since purchase on (B)(6) 2001, with the most recent prior repair on (B)(6) 2009.